Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-00239. It was reported the patient's system is autoreducing due to high impedances on both s1 leads. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received reports that patient underwent surgical intervention in which the leads were explanted and replaced and during surgery it was discovered the leads were fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.